Manufacturer narrative:
Unit passed the self test and displacement test. No unexpected pump error 15 alarms noted during testing or during bootup. All buttons were tested while navigating the menus, and they all worked properly. The keypad overlay was removed to perform visual inspection and found no physical or moisture damage. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download history review no relevant alarms confirm in download history files to confirm complain code. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Test p-cap locked into reservoir tube successfully. The following were noted during visual inspection: scratched case, cracked case-corner of belt clip rails and pillowing keypad overlay. In conclusion, pump error 15 and unresponsive button were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 15(the critical block and inverse critical block did not add to zero), keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-1884.